Manufacturer narrative:
A sample was received to perform an investigation. A visual inspection of the sensor probe found no physical damage. The returned sensor probe was tested on a live patient using a good known test monitor and the probe was reading properly. The reported problem was unable to be duplicated. The device history record (DHR) was unable to be reviewed as this is a supplied item. No root cause could be determined as the complaint could not be confirmed. D5 is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during a hospital pre-use check, the customer noticed that the oxygen saturation (spo2) value was unable to be measured correctly by the ear probe. It was suspected that a wire break occurred in the product. No patient injury was reported.